Event description:
Related manufacturer reference numbers: 1627487-2022-01724 and 3006705815-2022-01628. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted due to a non-functional stimulator. The exact reason for explant is unknown at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The allegation of a nonfunctional stimulator was not confirmed. The lead was returned cut in two pieces as a result of the explant procedure. There was minor tooling damage on the outer tubing consistent with explant damage. There were indications the lead had been fully inserted inside the header of the ipg. Both segments passed continuity testing. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was not observed. The root cause of the issue could not be determined.